Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with over-sensed noise on the right ventricular lead. It was believed that the lead could be damaged. The lead was explanted and replaced on (B)(6) 2020. There were no adverse consequences during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.